Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: as found condition (condition of returned device): a pipeline flex embolization device was returned for analysis within a shipping box; within a sealed tyvek biohazard pouch; within a secondary sealed biohazard bag and within a resealable biohazard bag. The pipeline assembly was not returned. Visual inspection/damage location details: due to the condition in which the braid was returned the proximal and distal ends were unable to be determined. Braid end 1 was found to be opened and frayed. Braid end 2 was found to be opened and frayed. Testing/analysis (including sem reports): n/a conclusion: based on the device analysis and reported information, the customer¿s report of ¿failure/incomplete open distal¿ was unable to be confirmed as the proximal and distal braid ends were unable to be determined. Possible cause for ¿failure/incomplete open distal¿ is incompatible device. The customer reported re-sheathing device less than 2 times and vessel tortuosity as moderate. The root cause could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report regarding a pipeline that failed to open in the distal section. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the ophthalmic with a max diameter of 6 mm and a 4 mm neck diameter. The landing zone was 4.75 mm distally and 5 mm proximally. It was noted the patient's vessel tortuosity was moderate. It is unknown if dual antiplatelet treatment was administered. The angiographic result post procedure was good. It was reported that the distal end of the pipeline would not open. It was reported the pipeline failed to open in the distal section. The pipeline was positioned in a distal bend. The pipeline had been deployed more that 50% when it failed to open. The pipeline had been resheathed less than or equal to two times. There were additional steps or other devices required to open the pipeline including a wire/catheter. The pipeline was removed from the patient by resheathing and removing with the microcatheter. The pipeline was not used for an indication that is off-label. The pipeline and any accessory devices were prepared as indicated in the instructions for use (IFU).  No patient symptoms or further complications were reported as a result of this event.